Manufacturer narrative:
Screw was returned in opened packaging. Item and lot label were confirmed. Visual review of the returned screw is unable to confirm lot as etching is not provided on the part. Hex shows nicks and scratches. Outer head diameter, threads, and taper below head show nicks and scratches with witness marks from potential use. Screw is confirmed to be bent at the proximal thread and taper below head on the screw. No other damage was noted. Product identifiers measured and found to be conforming. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The screw is confirmed to be bent via photos and retuned product; however, it is still unknown when damage occurred. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw was deformed when removed from the original packaging. It was confirmed by sales that there was no attempt to use the screw. No known impact or consequence to the patient.